Manufacturer narrative:
Findings: pump was received with blank display due to missing battery tube spring. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose levels were not included in the report. Nothing further was reported.